Event description:
Philips received a complaint by the customer on the v60 indicating that the device had been found tagged broken and it was observed that the display picture is intermittent. It was reported there was no patient involvement at the time the issue was discovered. The biomed customer evaluated the device and confirmed the reported problem. The liquid crystal display assembly was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards. The investigation concludes that no further action is required at this time.